Event description:
It was reported the patient experienced a shocking, jolting, or burning sensation after recharging the device. The patient was scheduled to return to the hcp. No other symptoms or outcome were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.